Manufacturer narrative:
Product evaluation: there were two returned lens samples of the same models and could not be individually distinguished, therefore both evaluations will be placed into each file. The lenses were returned with solution, optic damage and were torn/cut into pieces. The markers are observed on each lens optic. A lens bench evaluation cannot be conducted due to the optic damage. Results from the product history record review indicated the product met release criteria. Information was provided that would indicate the root cause of the complaint for 'explant due to dropped lens' may be related to patient condition and unrelated to the product. Information provided by the health care professional indicated that the patient's capsule was unstable and, thus, tore during the initial procedure. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was received. (B)(4).

Event description:
A nurse reported approximately six weeks following an intraocular lens (iol) implant procedure the lens was removed during a posterior vitrectomy. The patient was left aphakic. Additional information was provided by the nurse that the lens was removed because during the initial intraocular lens (iol) implant procedure, the capsular bag tore due to instability, and the lens dropped to the back of the eye. According to the nurse, there was no problem with the iol. A posterior vitrectomy and lens removal were performed approximately six weeks later. The incision was enlarged during this procedure. The patient was left aphakic.